Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lv lead was explanted and was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Per (B)(6), testing leads, adapters, and accessories, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.